Event description:
While changing the purge cassette on the impella, a message displayed stating 'defective purge cassette. Replace purge cassette and tubing'. Bedside rn retrieved a new impella purge cassette and changed the tubing and fluid. The product did not reach the patient, and there was not harm.